Event description:
Hand held electrosurgical pencil (with cut/coag buttons) was set down on patient during operative procedure. Esu was not energized since neither cut/coag buttons were being pressed. Esu unit then became activated by itself, resulting in burn at location of pencil tip. The nurse was able to get the esu to turn off by repeatedly pushing the cut/coag pencil push button. Biomedical engineering staff technician was able to reproduce this event and verified problem to be with pencil, not in the esu unitdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: electric problem - short circuit. Conclusion: intermittent failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.